Event description:
It was reported that the battery was depleting quickly. The customer¿s blood glucose was between 80-200 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.